Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was locked up and would not respond to button presses.there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio evaluated the removed system pcb assembly and determined that the single board computer of the system pcb assembly was inoperative.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio observed that the device screen was blank and would not respond to button presses and kept rebooting itself. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was locked up and would not respond to button presses. There was no patient use associated with the reported event.